Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and another manufacturer's device typically has lower shock impedance measurements of 19 ohms. The clinic noted that there has been a gradual rise to 57 ohms. Boston scientific technical services (ts) was consulted and discussed since the lead impedance is being measured with another manufacturer's programmer, we are unable to assess the lead measurement. At this time the rv lead and device remain in service and no adverse patient effects were reported.